Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627399- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, cesarean section (B)(6)2008, (B)(6)2006, (B)(6)2005.) And appendectomy (1998). Previously administered products included for an unreported indication: iud in (B)(6)2006. Concurrent conditions included endometrial biopsy since (B)(6)2015, irregular menstrual cycle, hyperthyroidism, polycystic ovaries, obstructive sleep apnea syndrome, allergic rhinitis and uterine enlargement. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), megestrol, metronidazole and naproxen (naprosyn). On (B)(6)2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, tramadol and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, gastrointestinal disorder and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2017: diagnosis: fallopian tube, left, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Fallopian tube, right, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Uterus, hysterectomy: cervix demonstrates mild acute and chronic cervicitis. Benign secretory endometrium. Adenomyosis.. Ultrasound pelvis - on (B)(6)2017: uterus mildly enlarged. Normal ovaries, no free fluid or masses. Endometrial stripe mildly prominent.. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, back pains, vaginal bleeding, fatigue, dysmenorrhea, dyspareunia, migraine and menorrhagia. Lot number - 627399-not valid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: quality-safety evaluation of product technical complaint. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627399- not valid, 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, cesarean section ((B)(6) 2008, (B)(6) 2006, (B)(6) 2005.), appendectomy (1998), obesity and abdominal operation. Previously administered products included for an unreported indication: iud in (B)(6) 2006. Concurrent conditions included endometrial biopsy since (B)(6) 2015, irregular menstrual cycle, hyperthyroidism, polycystic ovaries, obstructive sleep apnea syndrome, allergic rhinitis and uterine enlargement. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), medroxyprogesterone acetate (depo-provera), megestrol, metronidazole and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, tramadol and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, gastrointestinal disorder and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils, left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: diagnosis: fallopian tube, left, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Fallopian tube, right, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Uterus, hysterectomy: cervix demonstrates mild acute and chronic cervicitis. Benign secretory endometrium. Adenomyosis.. Ultrasound pelvis - on (B)(6) 2017: uterus mildly enlarged. Normal ovaries, no free fluid or masses. Endometrial stripe mildly prominent.. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, back pains, vaginal bleeding, fatigue, dysmenorrhea, dyspareunia, migraine and menorrhagia. Lot number - 627399-not valid. Most recent follow-up information incorporated above includes: on 26-mar-2021: mr received. Reporter information, patient medical history, concomitant drugs, product lot number, expiry date, rcc added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 627399- inv, 627299) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, cesarean section ((B)(6) 2008, (B)(6) 2006, (B)(6) 2005.), appendectomy (1998), obesity and abdominal operation. Previously administered products included for an unreported indication: iud in (B)(6) 2006. Concurrent conditions included endometrial biopsy since (B)(6) 2015, irregular menstrual cycle, hyperthyroidism, polycystic ovaries, obstructive sleep apnea syndrome, allergic rhinitis and uterine enlargement. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), medroxyprogesterone acetate (depo-provera), megestrol, metronidazole and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, tramadol and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, gastrointestinal disorder and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: right: 2 coils, left: 0 coils. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2017: diagnosis: fallopian tube, left, partial salpingectomy: completely transected histologically unremarkable. Fallopian tube. Fallopian tube, right, partial salpingectomy: completely transected histologically unremarkable. Fallopian tube. Uterus, hysterectomy: cervix demonstrates mild acute and chronic cervicitis. Benign secretory endometrium. Adenomyosis. Ultrasound pelvis - on (B)(6) 2017: uterus mildly enlarged. Normal ovaries, no free fluid or masses. Endometrial stripe mildly prominent. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, back pains, vaginal bleeding, fatigue, dysmenorrhea, dyspareunia, migraine and menorrhagia. Lot number reported ( 627399) is inv. Lot number: 627299. Manufacture date: 2008-05. Expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 627399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, cesarean section ((B)(6) 2008, (B)(6) 2006, (B)(6) 2005.) And appendectomy (1998). Previously administered products included for an unreported indication: iud in (B)(6) 2006. Concurrent conditions included endometrial biopsy since (B)(6) 2015, irregular menstrual cycle, hyperthyroidism, polycystic ovaries, obstructive sleep apnea syndrome, allergic rhinitis and uterine enlargement. Concomitant products included cyclobenzaprine hydrochloride (cyclobenzaprin), hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen), megestrol, metronidazole and naproxen (naprosyn). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines/headaches"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and fatigue ("fatigue"). The patient was treated with hydrocodone bitartrate;paracetamol (norco), ibuprofen, tramadol and surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, migraine, nausea, gastrointestinal disorder and fatigue outcome was unknown and the pelvic pain, abdominal pain and back pain had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, pelvic inflammatory disease, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on (B)(6) 2017: diagnosis: fallopian tube, left, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Fallopian tube, right, partial salpingectomy: completely transected histologically unremarkable fallopian tube. Uterus, hysterectomy: cervix demonstrates mild acute and chronic cervicitis. Benign secretory endometrium. Adenomyosis. Ultrasound pelvis on (B)(6) 2017: uterus mildly enlarged. Normal ovaries, no free fluid or masses. Endometrial stripe mildly prominent. Ultrasound scan vagina - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, back pains, vaginal bleeding, fatigue, dysmenorrhea, dyspareunia, migraine and menorrhagia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.